Event description:
It was reported that a patient experienced sterile peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with unspecified intravenous antibiotics for three to four days (dose and frequency not reported) for the event. Twenty three days after hospitalization, the patient was discharged from the hospital and was recovering from the peritonitis event. Pd therapy was discontinued and patient was switched to hemodialysis. Additional information was requested but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis on an unreported date in (B)(6) 2014 and was hospitalized for this event on (B)(6) 2014. The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).